Event description:
Reported as: "there is a hole in the band that was seen when the pt came in for fluoroscopy."

Manufacturer narrative:
Taper type ii. The product associated with this report remains implanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."